Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burning skin irritation and discolored area from the lifevest equipment. The patient's physician prescribed nystatin topical powder for the skin irritation. Follow up indicated that the powder helped the skin irritation to improve.